Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
T was reported that while the pump battery was charging, the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to using an alternate method of insulin therapy.